Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malf 16. There was no reported impact to the customer¿s blood glucose level, as they declined to answer whether it exceeded 500 mg/dl. The customer was assisted by technical support in resetting the pump and instructed on using multiple daily injections (mdi) as a backup therapy. They were guided on how to put the pump into storage mode and agreed to return the faulty pump within ten days using a pre-paid shipping label.